Event description:
Maude report received: (B)(4). Nl8501212 reservoir 2.5cm dome was found to have a leak in the catheter. The event was described as follows: ommaya reservoir inserted in 2013 was removed in 2014 after extravasation of methotrexate, was found to have a leak in the catheter upon inspection by surgeon. No resistance during administration of medication with normal flow. MRI days after administration showed space occupying lesion adjacent to the ommaya tubing impinging on cerebral parenchyma and causing edema. Additional info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.